Event description:
Patient alleges "problems to my health as a result of silicone implants", encapsulation, removal due to pain, implants shattered upon removal and she has been suffering with extreme problems. Patient also alleges being uncomfortable, since removal deterioration of health very quickly, extreme tiredness, pains in all joints of body, swelling, bruising, extreme dizziness, loss of balance, arthritis, fibromyalgia and disfunction of brain stem causing dizziness.